Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock. Review of the episode noted t-wave oversensing and changes in the amplitude morphology measurements. Testing of the system was unable to reproduce a similar morphology, and the physician suspected the patient's own condition (brugada syndrome) as the cause of the delivery of inappropriate therapy. The s-ICD was reprogrammed and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated, and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock. Review of the episode noted t-wave oversensing and changes in the amplitude morphology measurements. Testing of the system was unable to reproduce a similar morphology, and the physician suspected the patient's own condition (brugada syndrome) as the cause of the delivery of inappropriate therapy. The s-ICD was reprogrammed and remains in service. No adverse patient effects were reported. The s-ICD was later returned back to boston scientific without any further allegation being made in relation to this event and was analyzed.